Event description:
A report was received from a doctor regarding a memorylens that was implanted in the patient's left eye in 1999, which lens had opacified. The patient had a pre-existing medical history of retinitis pigmentosa. In 2002, the iol was explanted and replaced with another lens. The doctor stated that the prognosis for the patient was fair.